Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided data, a general reagent issue was not suspected. It was noted the system was overdue for maintenance and calibration. This may have contributed to the issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) results for two patient samples. Of the data provided, only the results for one patient sample were a reportable malfunction. The initial result was 0.412 miu/ml. The repeat results were 0.114 miu/ml and <0.100 miu/ml with a data flag. All results were obtained from a sample cup. No results were reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 183183. The expiration date was requested, but was not provided. It was noted the customer did not follow the tube manufacturer's recommendation for sample clotting time.